Manufacturer narrative:
On (B)(6) 2017 per failure analysis reference mtr-00006, reported problem could not be reproduced.

Event description:
The customer reported the device intermittently logs an 1104 code. Check vent back up alarm: this is being reported due to malfunction of the back-up alarm. In the event of the primary alarm failure, the back-up alarm will not annunciate to alert the user. No patient involvement reported.